Event description:
It was reported that during a colon resection, the device would not open after it was fired. It is unknown how the case was completed. It is unknown if there was any patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Not at this time.

Manufacturer narrative:
(B)(4). Product code updated. Incorrect cartridge size, damaged release button, damaged motor. The analysis results showed that one (B)(4) device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm powered IFU. Furthermore, the manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. After further inspection, the device would not hold in the closed position; therefore no functional testing was performed. The device was disassembled and the clamping mechanism was damaged, due to the wear and damage to the clamp release. It appears that the device was forced open with the knife was not on the home position. In addition, evidences of corrosion were noted in the motor. While no conclusion could be reached as to what may have caused the condition of the motor, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.